Manufacturer narrative:
Patient became ill. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 27-mar-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the enteral tube severed during the patient's transfer between chairs, and part of tube was retained inside of the patient¿s gastrointestinal tract. The patient was taken to the hospital and the medical team opted not to operate and remove the severed piece. A new device was placed, patient went home, patient got ill, and food spilled onto the floor. Patient was admitted back into emergency department. The clinicians decided the safest thing to do was to let the remaining part of the device pass through the intestinal tract.